Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received motor error alarms. It was reported that the customer received motor position encoder error alarm. The customer's blood glucose level at the time of incident was reported to be 190mg/dl. It was reported that the pump would be replaced.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind test due to an out of phase motor encoder signal. Unable to confirm the motor position encoder error alarm in the alarm history due to an over written history file. The pump was unable to perform the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the motor error alarm. The pump had was cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.